Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) was over 600 mg/dl. Customer went to the emergency room (ER) and was treated with intravenous insulin/fluids. Ketone level was large and identified as being dangerous by a healthcare provider. Customer did not go into diabetic ketoacidosis. Bg lowered to 203 mg/dl and customer left ER feeling better. Customer alleged the pump did not deliver insulin; however, system check was performed and no device issues were identified. Reportedly, customer changed the infusion site. Pump therapy was resumed.